Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: 3889-28, product type:lead. (B)(4).

Event description:
Grossi, u., carrington, e.v., scott, s.m., knowles, c.h. Sacral neuromodulation for anorectal dysfunction secondary to congenital im perforate anus: report of two cases. Int. J. Colorectal dis. 2014;29(7):889-890. Doi 10.1007/s00384-014-1874-2 summary: sacral neuromodulation (snm) is an effective treatment for faecal incontinence (fi). Patient 1 was a (B)(6) nulliparous female, born with an imperforate anus. Patient 2 was a (B)(6) male, born with vertebral anomalies, anal atresia, cardiac malformations, tracheoesophageal fistula, renal anomalies, and limb abnormalities (vacterl) association; an imperforate anus; tetralogy of fallot; and renal dysplasia. Test stimulation was performed using a unipolar lead for patient 1 ((B)(6)) and a quadripolar lead for patient 2 ((B)(4) medtronic inc.). After the temporary stimulation period (2 weeks for patient 1 and 6 weeks for patient 2), patient 1 showed an improvement in constipation reporting more than two bowel movements per week. Moreover, both patients showed a decrease of at least 50% in the number of fi episodes. Both progressed to permanent snm (implantation of a sacral nerve pulse generator [medtronic interstim model 3023] in patient 1; removal of the percutaneous extension [medtronic interstim model 3095] before placement of the pulse generator in patient 2). At 79 months¿ follow-up, patient 1 showed clinical response equal to that achieved during temporary stimulation. Unfortunately, 12 months after implantation, patient 2 underwent removal of the tined lead due to chronic pain and infection at the site of the pulse generator. As a rationale for treatment, snm has been shown to be effective in adult patients with chronic constipation secondary to evacuatory dysfunction with rectal hyposensitivity. Reported event: one (B)(6) male patient with fecal urgency and incontinence due to vacterl underwent removal of the permanent tined lead due to chronic pain and infection at the site of the pulse generator 12 months after implantation. The source literature included the following device specifics: implantable neurostimulator interstim model 3023 and lead model 3889- 28cm further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient fully recovered and there were no device malfunctions noted. Of note, the patient had been on immunosuppressive drugs after a previous kidney transplant, which may have contributed to the risk of infection.